Event description:
It was reported that the customer's insulin pump experienced a blank display. The insulin pump powered off without a low battery indicator. She also reported that six months ago she received a motor error alarm. The customer's blood glucose level was 277 mg/dl. She was advised to disconnect from insulin pump and revert to back up plan until the battery cap arrived. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).